Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon broke during the case, no piece of device reported falling into patient cavity. No delay in or reported. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 10/07/2008.